Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead was extrinsically melted but not breached. It was also noted that the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had dislodged. During the ra lead revision, it was found the right ventricular (rv) lead had a possible insulation breach near the proximal portion of the lead. Also, the rv lead had possible fluid in the insulation. It was noted that the rv lead electrical data had no abnormalities. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2013; 429688 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.